Event description:
It was reported that a mobile power unit (mpu) was found to be defective during an analysis. The rubber casing of the patient cable was loose, the bottom cover and battery door was cracked, the red battery strap was frayed, and the motherboard had liquid damage.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) was confirmed via visual analysis. The mobile power unit (serial number: (B)(6) was returned to the european distribution center (edc) for analysis. Upon initial observation, the mpu¿s patient cable rubber housing was not well adhered to the connecter, the bottom cover and battery door were found cracked, and the red battery strap was found to be frayed. No functional testing was performed due to liquid damage being found on the main printed circuit board (pcb) of the mpu. The patient cable, bottom cover, battery door, battery strap, and main pcb were replaced. Preventive maintenance was performed. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.